Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. Additional information was received that the explanted devices were not returned as per hospital policy.